Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had no capacity reform report. Boston scientific technical services (ts) reviewed timing of data capacity report indicated that if this was not done at implant procedure, then should have done one in 24-48 hours based on use before date information, as this is not recently manufactured product. Save to disk analysis and memory dump were recommended. Attempts to obtain additional information were unsuccessful. This device still remains in service. No adverse patient effects were reported.